Event description:
It was reported that a patient underwent an atrial fibrillation ablation and during sheath insertion, the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. After atrial septal puncture with rf needle, the guidewire was anatomically difficult to face the pv, and the sheath was inserted with the guidewire facing toward the auricle. At that time, the sheath seemed to have perforated the area between the lspv and the auricle. After insertion of the sheath, blood pressure dropped rapidly (from about 120 to 40). Effusion was about 10 mm on the echo screen. The ablation had never been performed and the ablation catheter had not yet been inserted. After removing about 500 to 600 cc of accumulated blood, the needle fell out and the needle was reinserted. During this process, the needle accidentally penetrated the right ventricle. Drainage and emergency procedures were necessary and performed. The patient recovered without incident. The patient required extended hospitalization for about 2 weeks. The patient has discharged from the hospital. No ablation was performed. Since the sedation was not effective, the patient's body movement was also considered to be a factor of the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).